Event description:
It was reported that non sustained right ventricular oversensing due to post sensed t wave oversensing was observed on the implantable cardioverter defibrillator. Only a few episodes were noted. No changes were made. The patient was just going to be monitored. There were no reported patient consequences.